Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was that the csl migrated into subcutaneous muscle however, per the x-ray's, it appears that the electrode separated from the lead body as a result of the chiropractic adjustment. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. ID#: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. The patient was seen for a device interrogation on (B)(6) 2026, and it was discovered that around on (B)(6) 2025 the system was out of compliance and the lead impedance was high. It was noted that the patient had a chiropractic adjustment that corresponded with the date of the impedance change. An x-ray was ordered and the patient's therapy was deactivated. Per the opinion of the physician, the root cause of the event was that the csl migrated into subcutaneous muscle however, per the x-ray's, it looked like the electrode was separating from the lead body. They were scheduled for a follow-up on (B)(6) 2026, however as of on (B)(6) 2026, there were no additional updates provided. It was noted that the surgeon's office was going through a transition and was unresponsive on all issues. On (B)(6) 2026, the patient's device was explanted successfully and sent to pathology. An attempt was made to retrieve the explanted device but was unsuccessful.